Manufacturer narrative:
Visual examination of the returned driver found its tip broken off and not returned. Examination of the fracture surface is consistent with over-torquing of the device during usage. The condition of the tip prior to usage is unk. The complaint is confirmed for tip breakage, however, the damage appears to be related to user handling. At this time, the complaint is considered to be closed.

Event description:
Contact reports driver's tip broke off in the crossconnector screw head upon final tightening. The broken tip could not be removed and remains in the patient.